Event description:
Following a diagnostic procedure, the physician attempted to close the arteriotomy using the closer tsl 6 fr. Device. The device was inserted without complication and the needles were deployed, but the physician was unable to retract the plunger completely. The operator was able to get the end of one suture, but when pulling that from the device, the suture snapped. The remainder of the suture tangled near the foot, making it difficult to park the foot and remove the device. The difficulty moving the foot was confirmed under flouro. The pt was taken to surgery and the device was successfully removed and the access site closed with monofilament suture. The pt recovered without further incident.